Event description:
It was reported that integrated programmer touchscreen is not responding. The programmer was returned. There was no patient involvement reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed in which the programmer passed the test, indicating no identifiable issue with returned programmer. The programmer was powered on and the logfile was downloaded; data review revealed error code and was unable to replicate during analysis. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Device operating as intended in that regard. Furthermore, it was deemed that this event as a cause traced to design.